Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
A consumer via a manufacturer representative reported a recharger with a total blank screen when the consumer went to recharge from the wall. The desktop charger had a green light on. It was noted that the consumer received the new recharger in (B)(6) 2016. No harm, injury to the patient, but the implantable neurostimulator (ins) had not been recharged for one week. The actual patient status was noted as severe pain, because of the lack of stimulation since one week. The consumer's medical history included a car accident with severe and complicated pelvis fractures in the 1980s. The company representative (rep) additionally reported that no icons turn up when the patient pressed the green button. When troubleshooting the recharger worked okay, and recharged the ins during two hours. The grey screen was because the recharger was totally empty. The adapter from the desktop charger couldn't charge the recharger or the patient's ins because of a bent connector (the connector with the arrow on). The desktop charger was replaced.

Event description:
Additional information noted that replacement of the desktop charger resolved the issue; both the recharger and ins were able to be recharged without any problems. The patient had reportedly recharged for 1 hour in their doctor¿s office without any problems.

Event description:
The rep additionally reported that there was a broken part on the desktop charger.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device analysis for device (B)(4) revealed a broken connector. The plug and pins from the power supply were broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.